Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they are having bite issue, their teeth are being moved up into their gums. They have constant jaw pain and headaches from the tension on their jaw. They also report that their back molars do not touch when they bite down. They are biting down on their front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.